Event description:
A (B)(6) customer contacted customer service for assistance with performing a control test. She performed 2 tests during the call and received results of 14.7 and 16.8 mmol/l. The normal control range was 6.0-8.2 mmol/l. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.